Event description:
As reported, a micropuncture transitionless stiffened cannula access set's outer sheath separated. The right groin access site was reportedly scarred and calcified. Resistance was not encountered upon insertion of the device. It is unknown if the sheath was advanced through a previously placed vascular closure device. The user attempted to remove the outer sheath, over an unspecified wire, for sheath exchange; however, resistance was encountered, and the middle of the outer sheath separated upon removal. The separated fragment was removed by hand. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluated by mfg: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, a micropuncture transitionless stiffened cannula access set¿s outer sheath separated. The right groin access site was reportedly scarred and calcified. Resistance was not encountered upon insertion of the device. It is unknown if the sheath was advanced through a previously placed vascular closure device. The user attempted to remove the outer sheath, over an unspecified wire, for sheath exchange; however, resistance was encountered, and the middle of the outer sheath separated upon removal. The separated fragment was removed by hand. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device¿s outer catheter was returned to cook for investigation. The catheter was split in half, with jagged edges. The distal tip was bunched. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or component lots. A review of complaint history found no additional complaints for this lot number. The product IFU cautions ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient¿s anatomy contributed to this event, as the access site was reportedly scarred and calcified, and resistance was encountered upon removal of the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.